Manufacturer narrative:
Device 1 of 3. Advanced neuromodulation system, inc has limited information related to the pt's medical history and is unable to form a medical opinion as to the relevance of the pt's history to the event reported.

Event description:
The pt was implanted with an ipg and 2 leads in 2007. Intraoperative testing on the system was not performed due to the pt reporting discomfort during the procedure. All diagnostic system checks confirmed that the leads were connected properly to the ipg, and there were no malfunctions of system found. It was reported that since receiving the implanted system, the pt experienced weakness in both legs plus a lack of bowel control. The physician explanted the system the following month. Follow-up on the pt, a few weeks post-explant found that she has shown some improvement and is able to move her legs more.